Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The cycler passed go/no go gauge testing. An internal visual inspection was performed and no discrepancies were noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of cardiac arrest and death. The pdrn reported the patient expired peacefully in his sleep, due to cardiac arrest. Although the patient was connected to the liberty select cycler when the events occurred, the pdrn stated the events were unrelated to the patient¿s utilization of any fresenius products. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius products failed to perform as expected in relation to the events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired due to cardiac issues on (B)(6) 2020. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), confirmed the patient passed away peacefully while sleeping, due to a cardiac arrest. The patient was undergoing ccpd when the events occurred, however the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius products. The patient had multiple cardiac comorbid conditions, which the pdrn stated was the cause the patient¿s cardiac arrest and death. The pdrn stated the patient¿s record has been closed and they could not provide any additional details. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius products.